Event description:
Customer states he was having insulin pump button issues. Call was dropped before troubleshooting could be performed. Insulin pump would need to be replaced, but could not be sent to customer as warranty policy was not read due to call dropping. Customer's blood glucose was 180 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.